Event description:
It was reported ongoing intermittent occlusion alarms occurred that eventually resulted in the customer going emergency room and subsequent hospitalization on (B)(6) 2025 with a blood glucose of over 600 mg/dl with ketones that were not considered life-threatening. The customer was treated with intravenous fluids of saline and insulin which resolved the issue with no permanent damage. The customer was released from the hospital the next day, 11/09/2025. The customer continued to use the pump for insulin therapy.